Event description:
Baxter received a report from a baxter technician stating the CPR was not working . The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the gas springs needed to be replaced. Per the hillrom service manual it is necessary for the stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the handles, cables and CPR mechanism on the head motor. Replace or adjust parts as necessary. Raise the head section to the high position, then activate one of the CPR releases. Make sure the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the shoulder screw on the CPR handle are tight. Tigthen the hex nuts if necessary. The technician replaced the gas springs to resolve the reported event. Based on this information, no further is required.